Event description:
It was reported by the customer that before use cs300 intra-aortic balloon pump (iabp) had leak in the circuit. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked and replaced drive assembly, repair completed. Functional tests performed with positive outcome. The failure did not involve operators/patients. The equipment was returned to the customer for clinical use.

Manufacturer narrative:
Due to character restriction, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use cs300 intra-aortic balloon pump (iabp) had (B)(4) malfunction. There was no patient involvement.